Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for initial implant of a right atrial lead. During the procedure, high capture threshold and poor sensing parameters were observed on the lead. The lead was replaced and the patient was in stable condition following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.